Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they dentist examined them and noted skeletal class 1 malocclusion with moderate to severe lower anterior crowding, deep anterior overbite and a moderate to severe posterior open bite on their left side. Byte has rtd the patient. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.